Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/05/2017 with the following findings: the complaint could not be duplicated with investigation. The pump powered on with clear audible and vibratory alarm. No intermittent conditions were found on piezo or vibration motor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.